Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, noise was noted on the device. The noise was suspected to be due to electromagnetic interference (emi). The device was reprogrammed to resolve the event. The patient was stable.